Event description:
A report was received that the patient was experiencing pain around the ipg site that wraps around the patients waist. It was also noted that there was protruding and swelling in the patients abdomen. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pain around the ipg site that wraps around the patients waist. It was also noted that there was protruding and swelling in the patients abdomen. The patient underwent an explant procedure.